Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on. Upon inspection, fse determined that the fluoroscopy switch was faulty. The fse replaced the fluoroscopy switch. After replacement of the fluoroscopy switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system wound not power on. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.